Event description:
A malfunction alarm on the pump was reported by the caller, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if any similar issues arose again.